Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) had air bubbles in all of the lines. This occurred during use, while the patient was connected during drain 1 of 1. There was nothing unusual found during the troubleshooting that could have caused or contributed to the report of air in the lines. The technical service representative (tsr) advised the caregiver (cg) to have the hp end therapy and start over with new supplies on the hc. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.